Manufacturer narrative:
No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +23.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. It was noticed that the lens has lathe marks on it. The lens remains implanted in the eye. There are no patient complications noted.